Event description:
The customer provided clarification about the reported event (the lava bonding was falling off and there was a leakage from the button during suction). The customer confirmed the bonding/adhesive section of the bending section cover was broken.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. Please see updates to b5, h6 and h10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it¿s likely the adhesive on the bending section cover was broken due to the valve being broken or the valve being inadequately attached. The final root cause of this event was unable to be identified. The event can be detected by following the instructions for use which state: ¿operation manual chapter 3 preparation and inspection.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned and evaluated, and the reported allegations were confirmed; the adhesive on the bending section cover was broken and there were liquid leaks due to a crumpled part of the channel tube and due to damage of the suction cylinder. Additional findings include the following: poor condition of the light guide bundle; the insertion amount was out of standards due to a crumpled part of the channel tube; switch 3 was damaged; the angulation in the up direction and the gap of the up/down knob was out of standard value due to a worn angle wire; and the suction cylinder was cut off. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Event description:
The colonovideoscope is an olympus loaner device. It was reported that the lava bonding was falling off and there was a leakage from the button during suction. The subject device was inspected before use and there was no procedural delay. The intended procedure was diagnostic and was completed with another similar device without problem. There were no reports of patient harm associated with this event. This report is being submitted for the reportable malfunction of leakage from the button during suction.